Event description:
It was reported to boston scientific corporation that a hydratome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that the device would not bow enough and it would not go back to its original position. Reportedly, there was no visible damage on the device and its packaging prior to use. The procedure was completed with a second hydratome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and unharmed.

Manufacturer narrative:
Visual examination of the device found that the exposed cutting wire was longer and was out of specification. Functionally, the device was actuated but it would not bow enough. Based on the product analysis, it was found that the returned unit is out of specification. Therefore, the most probable root cause is manufacturing and there is an investigation in place to address this issue. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a hydratome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that the device would not bow enough and it would not go back to its original position. Reportedly, there was no visible damage on the device and its packaging prior to use. The procedure was completed with a second hydratome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and unharmed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and unharmed.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.